Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. After about 3 hours of use, the pressure became zero and the device became unusable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the high flow insufflation unit was experiencing a pressure-specific issue during a lactate dehydrogenase treatment procedure. During the start of use, the pressure reached 15 and then became unusable with no leakage from the locker. After the procedure, the customer checked the pressure again, and no abnormality was found. The intended procedure was completed with the same device with no reported delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer complaint was not able to be confirmed. Since no device malfunction was confirmed during evaluation, the definitive root cause of the pressure issue could not be determined. Olympus will continue to monitor field performance for this device.